Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, the valve dislodged upon deployment. The valve was recaptured and redeployed. Upon removal of the delivery catheter system (dcs) from the left ventricle, the valve moved up and into alignment with the catheter. It was confirmed that the valve was deployed above the sinotubular junction. A larger, second transcatheter bioprosthetic valve (29 mm) was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.